Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 06sep2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary a male patient reported that his humapen savvio device was broken, and he did not perform the administration properly. He experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: g(B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) male patient of an unknown origin. Medical history included diabetes mellitus, heart problem, blood pressure problem, dizziness, heart failure, coronary heart disease, hypertension and chronic kidney disease. Concomitant medications included ondansetron hydrochloride for dizziness, acetylsalicylic acid, pantoprazole sodium sesquihydrate, and alfuzosin hydrochloride all for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable pen humapen savvio (unknown color) 20 international unit (iu) daily (10iu + 10iu morning and night), via an unknown route for the treatment of diabetes mellitus, beginning on an unspecified date in 1984 (since 40 years). On 10-aug-2024, while on human insulin isophane suspension 70%/human insulin 30%, he fainted and vomited. On 10-aug-2024 (conflictingly reported earlier as: 05-aug-2024), he was taken to the hospital where he was hospitalized and further his symptoms diagnosed as hypoglycemia. Reportedly, his pen was broken, and he did not perform the administration properly and due to which he suffered hypoglycemia (lot number unknown/(B)(4). On 12-aug-2024, he experienced coma due to which he was further hospitalized till the time of reporting and was planned to discharge on (B)(6) 2024. It was reported by his doctor that he did not perform administration of human insulin isophane suspension 70%/human insulin 30% with appropriate manner (he administered with a simple syringe obtained from the pharmacy and not with the insulin pen). On 14-aug-2024, he presented with covid-19. On an unknown date, he had a fall and on 19-aug-2024 he presented subdural hematoma and his doctor reported that as of (B)(6) 2024 he continued being hospitalized. On 22-aug-2024, his baseline value for serum glucose was 164, glycosylated haemoglobin (hba1c) was 11, serum sodium was 136, serum potassium was 4, serum calcium was 8,4, serum bicarbonate was 28, creatinine was 2,4 (units, date and reference range were not provided). On (B)(6) 2024, he was discharged from the hospital only after his subdural hematoma appeared stable. Additionally, a repeat x-ray was scheduled one month after the day he was discharged (approximately on (B)(6) 2024). Information regarding further hospitalization details and corrective treatment was not provided. Outcome of event subdural hematoma was recovering, outcome of fall was unknown and outcome of remaining events was recovered. The human insulin isophane suspension 70%/human insulin 30% therapy status was continued. The operator of the humpen savvio was patient and his training status was not provided. The general humpen savvio duration and the suspect humpen savvio duration of use were 4 years. Action taken with suspect humpen savvio and is not available for evaluation. The reporting consumer related the event hypoglycemia with the human insulin isophane suspension 70%/human insulin 30% therapy and with suspect humpen savvio while did not provide any relatedness for coma, wrong technique in drug usage process and fall. The reporting physician did not consider hypoglycemia related with human insulin isophane suspension 70%/human insulin 30% therapy but the fact that the patient did not perform administration with appropriate manner. The reporting physician did not consider covid-19, subdural hematoma or glycosylated hemoglobin increased related with human insulin isophane suspension 70%/human insulin 30% therapy and did not provide relatedness of events with humapen savvio. Update 20-aug-2024: additional information was received from the initial reporting consumer via psp on 14-aug-2024. Added two medical histories of heart problem and blood pressure problem. Added one new serious event of coma. Updated event onset date as 10-aug-2024, outcome as recovering and hospitalization details for hypoglycemia. Added planned hospitalization discharge date. Updated causality statement and accordingly updated narrative with new information. Edit 21-aug-2024: upon review of the information received on 09-aug-2024, updated availability status of device in tab and narrative. No additional changes were made to the case. Update 23-aug-2024: additional information was received from a physician reporter in response to medical questionnaire on 22-aug-2024. Added a physician reporter. Added four medical histories; heart failure, coronary heart disease, hypertension and chronic kidney disease. Added seven laboratory data. Added two serious events of covid-19 and subdural hematoma and one non-serious event of glycosylated hemoglobin increased. Updated narrative with new information. Update 28aug2024: additional information received on 26aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting. Corresponding fields and narrative updated accordingly. Update 30-aug-2024: additional information was received from second reporting physician in response to follow-up on 29-aug-2024. Added serious event of fall and non-serious event of wrong technique in drug usage process. Added hospitalization discharge details. Updated event outcome of subdural hematoma to recovering. Updated narrative with new information. Update 06sep2024: additional information received on 05sep2024 from the global product complaint database. Entered updated device specific safety summary (dsss) investigation outcome. Reiterated the medwatch fields/ european and canadian (EU/ca) device fields including codes required for expedited reporting. Reiterated improper use and storage as no, and malfunction as unknown, and reiterated device return status as not returned to manufacturer. Corresponding fields and narrative updated accordingly.